Event description:
The inflammatory values had risen somewhat (knee unspecified) [joint inflammation] ([joint swelling], [knee pain], [inflammatory marker increased]) case narrative: this case is linked to case (B)(4) (cluster, same reporter) initial information was received from finland on 15-jul-2020 regarding an unsolicited valid serious case from a doctor who was specialized in orthopaedic calls from the hospital. This case involves a 51 years old female patient who experienced the inflammatory values had risen somewhat (knee unspecified), after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. On (B)(6) 2020, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) solution for injection at dose of 6 ml once (route, indication and lot - unknown). Information on lot number was requested. Reportedly, the patient had been injected with synvisc one in both knees on the private part/sector. On an unknown date in (B)(6) 2020, after unknown latency, the patient had swelling and pain in the joint of the other knee (knee unspecified) and the inflammatory values had risen somewhat (required hospitalization). The other knee had been normal (ok). The patient was admitted to the hospital on (B)(6) 2020. It was further reported that neither the patient had any bacterial growth in the synovial fluid sample, nor she had any high fever, i.e., there was no indication that there was any kind of bacterial infection. The patient had been therefore in ward care due to the above symptoms and was returning home on (B)(6) 2020. The orthopaedist did not know the given batch numbers of the synvisc one products or up to what time it should be used no later than the date, because the injections were given on a private part/sector, but as far as he understood events were not very common. The orthopaedist called to report the issue because they had two cases of a side effect related to synvisc one at the same time. The doctor could be contacted if one need more information about the case. Final diagnosis was the inflammatory values had risen somewhat (knee unspecified). Action taken: not applicable it was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown a product technical complaint (ptc) was initiated on 15-jul-2020 for synvisc one. Batch number: unknown; global ptc number: 100053407. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: 22-jul-2020. Additional information was received on 22-jul-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.

Event description:
The inflammatory values had risen somewhat (knee unspecified) [joint inflammation] ([joint swelling], [knee pain], [inflammatory marker increased]) case narrative: this case is linked to case (B)(4) (cluster, same reporter). Initial information was received from (B)(6) on 15-jul-2020 regarding an unsolicited valid serious case from a doctor who was specialized in orthopaedic calls from the hospital. This case involves a (B)(6) female patient who experienced the inflammatory values had risen somewhat (knee unspecified), after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. On (B)(6) 2020, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) solution for injection at dose of 6 ml once (route, indication and lot - unknown). Information on lot number was requested. Reportedly, the patient had been injected with synvisc one in both knees on the private part/sector. On an unknown date in (B)(6) 2020, after unknown latency, the patient had swelling and pain in the joint of the other knee (knee unspecified) and the inflammatory values had risen somewhat (required hospitalization). The other knee had been normal (ok). The patient was admitted to the hospital on (B)(6) 2020. It was further reported that neither the patient had any bacterial growth in the synovial fluid sample, nor she had any high fever, i.e., there was no indication that there was any kind of bacterial infection. The patient had been therefore in ward care due to the above symptoms and was returning home on (B)(6) 2020. The orthopaedist did not know the given batch numbers of the synvisc one products or up to what time it should be used no later than the date, because the injections were given on a private part/sector, but as far as he understood events were not very common. The orthopaedist called to report the issue because they had two cases of a side effect related to synvisc one at the same time. The doctor could be contacted if one need more information about the case. Final diagnosis was the inflammatory values had risen somewhat (knee unspecified). Action taken: not applicable it was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown a product technical complaint (ptc) was initiated with global ptc number (B)(4) and results were pending for the same.

Event description:
The inflammatory values had risen somewhat (knee unspecified) [joint inflammation] ([joint swelling], [knee pain], [inflammatory marker increased]). Case narrative: this case is linked to case (B)(4) (cluster, same reporter). Initial information was received from finland on 15-jul-2020 regarding an unsolicited valid serious case from a doctor who was specialized in orthopaedic calls from the hospital. This case involves a 51 years old female patient who experienced the inflammatory values had risen somewhat (knee unspecified), after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. On (B)(6) 2020, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) solution for injection at dose of 6 ml once (route, indication and lot - unknown). Information on lot number was requested. Reportedly, the patient had been injected with synvisc one in both knees on the private part/sector. On an unknown date in (B)(6) 2020, after unknown latency, the patient had swelling and pain in the joint of the other knee (knee unspecified) and the inflammatory values had risen somewhat (required hospitalization). The other knee had been normal (ok). The patient was admitted to the hospital on (B)(6) 2020. It was further reported that neither the patient had any bacterial growth in the synovial fluid sample, nor she had any high fever, i.e., there was no indication that there was any kind of bacterial infection. The patient had been therefore in ward care due to the above symptoms and was returning home on (B)(6) 2020. The orthopaedist did not know the given batch numbers of the synvisc one products or up to what time it should be used no later than the date, because the injections were given on a private part/sector, but as far as he understood events were not very common. The orthopaedist called to report the issue because they had two cases of a side effect related to synvisc one at the same time. The doctor could be contacted if one need more information about the case. Final diagnosis was the inflammatory values had risen somewhat (knee unspecified). Action taken: not applicable. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown. A product technical complaint (ptc) was initiated on 15-jul-2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: 22-jul-2020. Additional information was received on 22-jul-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly. Based on the information previously received on 22-jul-2020, EU/ca device information was filled as it is required for mir7.2 review.

Event description:
The inflammatory values had risen somewhat (knee unspecified) [joint inflammation] ([joint swelling], [knee pain], [inflammatory marker increased]). Case narrative: this case is linked to case (B)(4)(cluster, same reporter). Initial information was received from finland on 15-jul-2020 regarding an unsolicited valid serious case from a doctor who was specialized in orthopaedic calls from the hospital. This case involves a 51 years old female patient who experienced the inflammatory values had risen somewhat (knee unspecified), after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. On (B)(6) 2020, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) solution for injection at dose of 6 ml once (route, indication and lot - unknown). Information on lot number was requested. Reportedly, the patient had been injected with synvisc one in both knees on the private part/sector. On an unknown date in (B)(6) 2020, after unknown latency, the patient had swelling and pain in the joint of the other knee (knee unspecified) and the inflammatory values had risen somewhat (required hospitalization). The other knee had been normal (ok). The patient was admitted to the hospital on (B)(6)2020. It was further reported that neither the patient had any bacterial growth in the synovial fluid sample, nor she had any high fever, i.e., there was no indication that there was any kind of bacterial infection. The patient had been therefore in ward care due to the above symptoms and was returning home on (B)(6) 2020. The orthopaedist did not know the given batch numbers of the synvisc one products or up to what time it should be used no later than the date, because the injections were given on a private part/sector, but as far as he understood events were not very common. The orthopaedist called to report the issue because they had two cases of a side effect related to synvisc one at the same time. The doctor could be contacted if one need more information about the case. Final diagnosis was the inflammatory values had risen somewhat (knee unspecified). Action taken: not applicable. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: (B)(6) 2020 additional information was received on 22-jul-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly. Based on the information previously received on 22-jul-2020, EU/ca device information was filled as it is required for mir7.2 review. Follow up information was received on 29-jul-2020 from a non-healthcare professional. Reference number added. No significant information was received. Based on the information previously received on 22-jul-2020, the field "does the incident represent a serious public health threat?" In EU/ca form was changed from yes to no and EU/ca device information tab was corrected and following changes were done in mir 7.2 form.